Event description:
Event was reported to caldera medical by an attorney. The patient suffers chronic pelvic and vaginal area pain, lower back pain, severe infections, leakage, inflammation, erosion, rectal pain, bleeding, discharge, and severe pain during intercourse. No further information has been provided.